Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after an interventional procedure. Reportedly, when the plunger was removed the sutures pulled out of the anatomy. Another proglide was used with the same results. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The sutures being pulled from the artery during plunger removal as reported can be influenced by, but is not limited to, manufacturing, patient anatomical conditions and/or user technique. During manufacturing, all proglide devices undergo visual inspection and functional testing. Sutures being pulled from the artery can be caused by tissue being too thick and certain anatomical conditions (heavily calcified arteries, scar tissue). Also, the suture pulled from the artery can be influenced by a failure to position and maintain the device at a 45 degree angle throughout deployment and retraction of plunger/suture, changing the angle, rotating or rocking the device, and/or not depressing the plunger to contact the body. There was no report of any abnormal user technique. Based on the reported information and the inspection criteria, a definitive cause for the reported event could not be determined. A review of the device lot history record and a query of the complaint handling database could not be performed as the lot number was not reported and the device was not available for analysis.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.the additional perclose proglide device is being filed under a separate medwatch MFR number.